Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2018 explanted: (B)(6) 2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient's battery worked fine and the patient's weight was unknown. The representative reported that the lead was still implanted and not replaced (contradictory to what they originally stated). No further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565-65 lot# (B)(6) implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient wasn't receiving therapy. The healthcare provider (hcp) determined that the system would be turned off and restarted on (B)(6). Depending on whether the patient had some sort of therapy or not after the system is turned back on, the healthcare provider might take further action like removal of the ins and replacing the non-MRI surgical lead with an MRI compatible lead. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported patient's paddle was revised and patient is getting relief. The paddle was replaced and positioned that gives patient better relief. Rep said it was determined that it was not the paddle itself, it was the placement. That gave the patient better relieving outcome. The information was confirmed by physician/ account. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Concomitant product(s): product ID: 39565-65, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 30-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient and physician wanted a full MRI system. It was reported that the manufacturer's representative (rep) mistakenly gave a nonsurgical MRI lead to his partner. Rep reported he found out yesterday when going to his inventory in his garage. Rep reported the healthcare providers were made aware. Rep reported he was looking at a pa view of the x-ray and reported no other leads were implanted except for the non-MRI surgical paddle lead and the 97715. It was reported the 3778-60 lead was explanted. Caller reported that the hcp was currently on vacation until tuesday. Rep reported patient's surgical lead was implanted off to the right, not mid line, per pa view x-ray. Caller reported physician attempted multiple times but was unable to gear towards mid line. Caller reported patient was not getting stimulation on left side.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative. It was reported that the cause of the inability to gear the lead towards the mid line was due to the patient's anatomy and possibly due to scar tissue. The patient was receiving good coverage on both the left and right side. The patient's weight was unknown. This information was confirmed with the physician/account. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.